Manufacturer narrative:
(B)(4). Batch # r92t8e. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip and 3 malformed clips. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: confirmed another el5ml was used to complete the procedure. The initial clip occurred during use on patient ¿ the subsequent clips were done outside of the patient. No consequences occurred.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Was there any patient consequence? If yes: what was the patient consequence? How was the patient consequence resolved?

Event description:
The dr was using ligamax clip applier. The clips were closing at the front but not at the back and therefore could not be used.